Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced axes controller platform 5 (acp5) to resolve the issue. The system was verified and ready to use. Isi has not received the acp5 for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure that the customer was not able to stow the patient side cart (psc) due to a repeated recoverable 32100 fault. The customer restarted the system, but the issue persisted. The intuitive surgical inc technical support engineer (tse) confirmed the reported error in the system logs, which was against axes controller platform 5 (acp5). The tse guided the caller with performing a system and emergency power off (epo), without success. The caller advised that the boom and all of the universal surgical manipulators (usm) were in a strange position. The tse suggested disabling the boom and repositioning the usms. The caller was able to do so, with some difficulties, but advised that the site would not be using the system until it is serviced. The ports were not in place when the issue occurred. There was no reported injury.